Event description:
It was reported that the artificial urinary sphincter (aus) stopped working months ago and the patient is experiencing incontinence. The physician decided to check the aus via cystoscopy and an erosion of the bulbous urethra caused by atrophy of weakened tissue was identified. A surgical procedure was performed in which the cuff and pump were removed while the balloon was left inside the patient. A new device was not implanted as the patient advise he does not want another aus. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.